Event description:
The customer reported that a donor had a severe reaction during a triple platelet donation. At approximately 100 minutes into the run the donor complained of nausea and began to experience severe tetany. The donation was discontinued, 420mg calcium carbonate tablets were administered by mouth x 8 post-donation. Pre-donation they gave the donor 4 tablets of calcium carbonate. The donor did not improve after laying in the donor bed for a period of time. Emergency services were initiated, and the donor was transported to the ER via ambulance, treated then released to home. The donor returned to work the next day. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention (ER visit).

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed: root cause: the signals in the run data file indicate that the trima accel system operated as intended. There is no indication in the run data file of a clear cause for the donor reaction that was reported during the procedure. Donor reactions are a known possible side effect of apheresis procedures. The trima operator's manual states "the trima accel automated blood collection system has many safety features. However, a donor reaction can occur rapidly. Therefore, it is imperative that the trima accel collection system and the donor be monitored throughout the procedure."

Manufacturer narrative:
(B)(4). Investigation: the batch documentation was reviewed for the acda used during this event. There were no events noted in the documentation that would have contributed to this event. There have been no other complaints related to this batch of acda. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.